Event description:
It was reported that the saw would not shut off. There was no report of pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacture and an evaluation is anticipated. This report will be updated if the investigation findings require.